Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter fell out of the patient with a burst balloon. Per additional information from the ibc via email 09may2020; there were no missing pieces to the burst balloon.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation of the device found a tear at the bifurcation area of the catheter that caused water to leak out. The tear looks like it had been caused by mechanical force from the outside. The exact cause of the sample condition could not be determined. A potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "sterile: unless package is opened or damaged. Do not use if package is opened or damaged. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst."

Event description:
It was reported that the catheter fell out of the patient with a burst balloon. Per additional information from the ibc via email 09may2020; there were no missing pieces to the burst balloon.